Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and iris detachment. The lens remains implanted. Cause of the event is user error. Reportedly, "the surgeon wants to give the iris time to recover before exchanging the lens." This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5: iris sutured was performed. The lens was later exchanged and the problem was resolved. The cause of event was both the device and user error. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).